Event description:
It was reported that the reporter received a call from a health care provider (hcp) stating that the patient was implanted with a pain pump ¿not too long ago¿ and the patient was complaining they were not getting the medication, and experienced withdrawal. The reporter noted the hcp had given the patient single boluses and the patient responded to that and felt better, but then had withdrawal again. It was noted that the hcp was questioning if the simple continuous infusion was working correctly. The reporter was meeting the hcp and the patient at the clinic on the date of the report. The pump system was being used to deliver morphine. It was later reported that there was a change in therapy effect. The reporter stated that starting (B)(6) 2013, the patient had been feeling a little bit of withdrawal effects. It was noted that a dye study showed no issues; they were able to aspirate and see dye reach the intrathecal space. The reporter noted the hcp wanted to perform a roller study, and that the logs showed no stalls. It was further reported that two weeks post pump replacement on (B)(6) 2013, the patient complained of withdrawal, and despite dosing increases, this continued. Then on (B)(6) 2013, the hcp tried another bolus with no response from the patient. They performed a roller study which was inconclusive. Over the weekend, the patient was no better and on (B)(6) 2013, the hcp replaced the pump and 8578 sc connector. It was further reported that the pump and catheter connector were being sent in for analysis. It was unknown how the patient was doing since the pump was replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found a tear in the seal near the guide ring of the sc (sutureless) connector.

Manufacturer narrative:
(B)(4)

Event description:
Office notes were provided regarding the event. On (B)(6) 2013 the patient was seen for the scheduled intrathecal pump replacement surgery. The patient had no new complaints. It was reported the patient wanted the health care provider (hcp) to increase his intrathecal infusion rate if possible. The patient's overall pain relief had been worse over the past "year or so" although it was noted he didn' t have any new pain complaints. The location was mid-line thoracic, mid-line to left sided lower lumbar pain radiating down the posterior left leg to the knee. The problem had been there for months. The patient's worst level of pain was 7 out of 10 on the pain scale, their lowest level was 0 while as of the replacement date the patient's pain level was a 1. The quality of the pain was described as sharp. The symptom/problem had begun following the patient moving a wood stove in (B)(6) 2012 and the pain and progressed since then. The patient had reported good relief from an injection on (B)(6) 2013 that lasted until a few days prior. The problem was made better by walking but worse by standing. There was no pattern in terms of when the symptoms occurred and the problem was constant. It was also noted the patient had insomnia, unrelated to pain. The patient's past pain history was provided; the patient had received a right knee injection-synvisc on (B)(6) 2009 "3 weeks in a row - no help yet". The injection previously mentioned on (B)(6) 2013 was a left l5 transforaminal epidural steroid injection that "helped 70%". On (B)(6) 2013 a left l5 and left s1 transforaminal epidural steroid injection was given. Other modifiers/treatments at that point had included physical therapy which didn't seem to help, chiropractic/osteopathic manipulation which didn't help, a tens unit which was no help, acupuncture which was no help and massage therapy which helped for a short time. The pump was replaced and was connected to the catheter using a new sutureless extension catheter connector. The patient was returned to the recovery room in satisfactory condition. The patient had tolerated the procedure quite well according to the hcp. Following the replacement, the intrathecal morphine dose was increased from 1.44mg per day to 1.5mg per day. The hcp had a long discussion with the patient about his tolerance for changes and it was noted the patient fully understood that he may develop nausea in response to the pump increase even though it was a low magnitude increase.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A supplemental report was submitted to correct the device information, the concomitant production information and the previously reported analysis findings and analysis codes. The previously reported analysis findings and associated codes (result, method codes and conclusion codes) related to pump serial number (B)(4) and catheter serial number (B)(4) that were reported under this manufacturer report #3004209178-2013-22057 pertain to a different event as this event occurred with the patient¿s previous pump ((B)(4)) and catheter ((B)(4)). Please now refer to manufacturer report #3004209178-2014-00731 for the analysis and associated codes related to pump serial number (B)(4) and catheter serial number (B)(4). Any additional information received will be reported under manufacturer report number 3004209178-2014-00731. The correct pump/catheter this event occurred with (pump (B)(4) and catheter (B)(4)) were not returned. The previously reported conclusion codes will be updated/ corrected to the following: conclusion codes: (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).